Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included body mass index normal, gravida, parity 1, pregnancy and ovarian abscess. Concomitant products included amlodipine, gabapentin, medroxyprogesterone acetate (depo provera), paracetamol (tylenol), prochlorperazine (proclorperazina) and tramadol. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraines / headaches"), hypoaesthesia ("neurological conditions or problems type: numbness in leg") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headaches"), hypertension ("blood or heart disorder/condition type: high blood pressure"), salpingitis ("salphingitis") and oophoritis ("oophoritis"). Essure treatment was not changed. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, headache, nausea, weight decreased, vaginal haemorrhage, migraine, hypertension, hypoaesthesia, alopecia, abdominal pain upper, salpingitis and oophoritis outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hypertension, hypoaesthesia, menorrhagia, migraine, nausea, oophoritis, pelvic pain, psychological trauma, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy noted for lab data and confirmation test. Patient received treatment for chronic pelvic pain, abdominal pain, back pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, migration, fallopian tubes perforation, urinary tract infection (uti), vaginal infection and vaginal discharge. Discrepancy on date of insertion- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: no spilling of contrast into the peritoneal cavity; uterine tube occlusion is assumed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hypertension, depressive disorder, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Events: events: abnormal bleeding vaginal, migraines / headaches, blood or heart disorder/condition type: high blood pressure, neurological conditions or problems type: numbness in leg, hair loss, stomach pain , salpingitis and oophoritis were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), device dislocation ('migration') and salpingitis ('salphingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included overweight, gravida I, parity 1, high risk pregnancy and ovarian abscess. Concomitant products included amlodipine, gabapentin, medroxyprogesterone acetate (depo provera), paracetamol (tylenol), prochlorperazine (proclorperazina) and tramadol. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraines / headaches"), hypoaesthesia ("neurological conditions or problems type: numbness in leg") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headaches"), hypertension ("blood or heart disorder/condition type: high blood pressure") and oophoritis ("oophoritis"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, salpingitis, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, headache, nausea, weight decreased, vaginal haemorrhage, migraine, hypertension, hypoaesthesia, alopecia, abdominal pain upper and oophoritis outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hypertension, hypoaesthesia, menorrhagia, migraine, nausea, oophoritis, pelvic pain, psychological trauma, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy noted for lab data and confirmation test. Patient received treatment for chronic pelvic pain, abdominal pain, back pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, migration, fallopian tubes perforation, urinary tract infection (uti), vaginal infection and vaginal discharge. Discrepancy on date of insertion- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: no spilling of contrast into the peritoneal cavity; uterine tube occlusion is assumed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hypertension, depressive disorder, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, headache, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, migration, fallopian tubes perforation, urinary tract infection (uti), vaginal infection and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Date of implant updated. Event injury was update to chronic pelvic pain. Following events were added: migration, fallopian tubes perforation, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, urinary tract infection (uti), vaginal infection, vaginal discharge, fatigue, headaches, nausea, weight loss and she did not underwent essure confirmation test. Reporter information was updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.